Event description:
The balloon was check inflated prior to the procedure and it functioned properly. During the procedure it was noticed the lower blue balloon was not inflated, at this point the clamps were still on the vessel and all the surrounding tissue and vessel was flushed. The surgeon is positive that he did not puncture the balloon with his suture, as he was well away from that area. He is also positive that the balloon was not over inflated. The situation was under control, as surgeon was about to finish the patch. A second shunt was not used. No injury was reported to the patient. The scrub nurse believes that around the balloon site, a tiny part was missing and believe that either the material has retracted and there is no missing part, the missing part got out with the flush, or it was retained somewhere in the patient.

Manufacturer narrative:
The device was not received for evaluation. Therefore, the exact root cause of the balloon rupture could not be determined. It was not clearly determined if the missing part was flushed out, still inside the patient, or was even missing there were no report of any adverse effect to the patient. Additional investigation will be performed upon receipt of the device. Balloon rupture is an inherent risk of using this product. As stated in the IFU: "exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation." The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any other complaints of a similar nature for devices from this lot.